Event description:
It was reported that a minicap transfer set leaked; further described as "fluid flow with twist clamp closed". This occurred during use of the device for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was added to d9, h3, h6 and h10. H10: the device was received for evaluation. A visual inspection with the naked eye noted a broken occluder fee beneath the twist sleeve on the main body of the twist clamp. The reported condition was verified. The cause of the condition could not be determined. However, a potential cause of this type of damage is exposure to chemical agents such as foreign solvents, dyes, or cleaning agents. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.